Event description:
The customer contact reported that the "secondary concurrent port broke off." There were no reported adverse patient effects and no reported delay in critical therapy. However, during verification testing at the service center, it was found that the male adapter of the option-lok was broken off inside of an ICU microclave. There are white drag marks indicating the use of force. Hospira has completed a formal investigation. According to the investigation findings, the reported defect is related to the design. The option-lok "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connectors could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints.